Manufacturer narrative:
A primary operative report, revision operative report, and patient x-rays were provided for review. A clinical consultant reviewed all provided medical records and noted the following: ¿ there is no indication that the arthrofibrosis described in this case was related to factors of prosthetic design, manufacturing, or materials.¿ the event was confirmed. The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices were returned and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the subject as enrolled in the post market triathalon ts study. Crf's received from the site indicated that stryker components were being revised with the triathalon system.

Event description:
It was reported that the subject as enrolled in the (B)(6) study. Crf's received from the site indicated that stryker components were being revised with the triathalon system.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unk, description: femoral component. Cat # unk, lot # unk, description: patella. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.